Manufacturer narrative:
Date rec¿d by MFR : 01jul2019, date of report : 11jul2019. The reported blower failure could not be duplicated in failure investigation. No fault was found with the returned blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. No phone number provided. The service engineer (se) inspected the device. The se found the noise was coming from the blower and a air valve liftoff failure and patient wye not blocked error codes were found in the ventilator diagnostic logs. The se replaced the blower assembly to address the issue and the ventilator was returned to use.

Event description:
Statement: it was reported that the ventilator had an abnormal noise. No patient involvement. Event date not specified, estimate used.